Event description:
Healthcare provider reported, "during a breast implant exchange today, one of the implants removed was deflated". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation: delamination of the diaphragm valve assessed, as adhesive failure. Observed, opening device assessed, as surgical damage. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a ""during a breast implant exchange today, one of the implants removed was deflated". This record is for the right side. The device has been explanted.